Event description:
In 1975, rptr had saline implants put in. At that time there were no known risks and they were to last a life time. In 5/10/94, rptr's implants wer removed. After a weeks recovery rptr was feeling better day by day. The reason the implants were removed was due to her dr recommending this. Rptr was diagnosed with an autoimmune disorder in january. Rptr did not respond to the medication, plaquenil, and did not respond to medication prescribed for lupus flare or medication prescribed for fibromyalgia. Rptr has a few symptoms of each but not enough to categorize her at this time. Rptr has arthritis in both hips, both knees, both feet, both hands, the left jaw, the neck and time left sternoclavicular joint. She has also suffered acute bronchitis for the last 14 years. Rptr personally feels that women were used as guinea pigs at the expense of their health. Rptr is left with a body which has aged 10-20 years in advance.